Event description:
The user facility reported that upon deployment of the 8fr angio-seal, the anchor did not leave the sheath and consequently the entire product came out when pulling back. The sheath was cut open to make sure the anchor and collagen had not been left in the vessel. It is reported they followed the instructions for angio-seal deployment including the click in and click out portion. The procedure type was an implella removal post left heart catheterization (lhc). The procedure was completed successfully, and the patient was stable and had no injury. The estimated blood loss was less than 250cc. A perclose device was used for hemostasis. Additional information was received on 12mar2025: perclose devices were attempted however, no hemostasis was attained with grueling manual pressure. The procedure sheath was a 14fr. There were no difficulties with access. A pre-procedure angio was performed and looked wonderful.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. One (1) 8fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was not able to be performed based on the condition the sample was returned. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).